Manufacturer narrative:
(B)(4). Method: the complaint rd900alu neopuff unit was returned to fph service centre in france for servicing. It was visually inspected, mechanically tested and performance checked. Results: it was found during servicing that the manometer dial gauge was impeding the manometer needle from moving. The problem was resolved when the dial gauge was pushed. A lot check revealed no other complaints of this nature for lot number 101210. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the fault to the manometer needle was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The fph service centre returned the neopuff device to the healthcare facility after it passed the performance checks.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the manometer needle of an rd900alu neopuff infant resuscitator was stuck to the glass of the manometer and would not move. This was noticed before use on a patient.